Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph new zealand and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked underneath one of the ports. A flow mark was also observed near the crack. A lot check revealed no other complaints of this nature for lot number 150522. Conclusion: the hospital reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the dome of an mr290v vented autofeed humidification chamber sustained a crack during sipap therapy. No patient consequence was reported as a result of this incident.